Manufacturer narrative:
Citation: pagnesi m et al. Transcatheter aortic valve replacement with next-generation self-expanding devices: a multicenter, retrospective, propensity-matched comparison of evolut pro versus acurate neo transcatheter heart valves. Jacc: cardiovascular interventions. 2019 mar;12(5):433-443. Doi: 10.1016/j.jcin.2018.11.036. Epub 2019 mar 4. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the clinical and echocardiographic outcomes following transfemoral transcatheter aortic valve replacement between two next generation self-expanding bioprostheses. All data were collected from 24 centers between january 2012 and march 2018. The study population included 1 ,551 patients (predominantly female; mean age 82 years), 288 of which were implanted with a medtronic evolut pro bioprosthetic valve (no serial numbers provided). It was noted that 23, 26, and 29 mm prosthesis sizes were used. Among all evolut pro patients, the all-cause mortality was 1.8% (5 patients) and the cardiovascular mortality was 1.1% (3 patients), respectively. Based on the available information, medtronic product was not directly associated with the death(s). Among all evolut pro patients, adverse events included: valve-in-valve implantation/second transcatheter valve implanted, new permanent pacemaker implantation, valve dysfunction requiring repeat procedure (balloon aortic valvuloplasty, transcatheter, or surgical), coronary obstruction/occlusion, valve embolization/migration, stroke/disabling stroke, myocardial infarction, surgical closure, hospitalization for valve-related symptoms, moderate-severe paravalvular aortic regurgitation, life-threatening/major bleeding, major vascular complication, and mean aortic valve gradient greater than or equal to 20 mm hg. Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.